Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Month and day unknown. Only year (2018) is known. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the product code of the stapler. Were the jaws eventually able to be opened? Are both the stapler and the reload being returned?

Event description:
It was reported that for an unknown procedure, the stapler was tested before it was placed in the port. Once closed, surgeon could not open device. There were no patient consequences reported.